Event description:
Event description cpi received information that this patient was experiencing unipolar and bipolar impedances > 2500 ohmms along with threshold problems. No fracture or lead issues visible on x-ray. Physician elected to leave lead as is and reprogram the device to vdd.